Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic total gastrectomy, after placing the anvil into esophagus, it was difficult to connect eea2135 to the anvil. The surgeon found the connection part of the anvil deformed. A new anvil was opened and connected to the eea, and the procedure was completed. Unanticipated tissue loss was reported. No reinforcement material was used. Patient status: stable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one eea 21mm single use stapler with 3.5mm staples opened by the account. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be not tilted and separated from the instrument. However, one of the retainer legs of the anvil was observed to be bent. Functionally, a pmv representative anvil was used for firing due to the observed retainer leg damage of the clinical anvil. The device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely and the pushers advanced. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories.